Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained via a radial artery. The 90% stenosed, de novo, target lesion was located in a moderately tortuous and severely calcified bifurcation of the left anterior descending (lad) artery. The lesion was concentrically shaped and measured 20mm in length and 2.75mm in diameter. Pre-dilatation was not performed. An unspecified 2.5 x 20mm stent was implanted in the lesion. The kissing balloon technique was performed for post-dilatation utilizing the stent balloon and the 15mm x 2.75mm quantum maverick balloon catheter. The quantum maverick was inflated to 20 atms for 10 seconds. During 'untreading', the shaft of the quantum maverick broke into two pieces. The device was removed with the guide catheter and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.